Event description:
The device appears to have sustained an electrical shou whic caused melting in the contact area. No operator injury was reported. Techinical support requested the return of the suspect product was shipped.